Manufacturer narrative:
Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The error message was due to the detection of high current consumption in the device. Analysis of device image found the device was drawing high current. Electrical testing could not confirm high current drain from the hybrid due to the intermittent nature of the anomaly. The cause of the high current was found to be a hybrid anomaly.

Event description:
During the initial implant procedure, the device delivered an error message on the programmer when it was initially interrogated. The device was able to be interrogated normally upon clearing the error message, however, the physician elected to use another device to complete the implant procedure. The patient was in stable condition.